Event description:
It was reported that a device programmer interrogation indicated a patient alert for therapies delivered for vt. But the patient claims to not have heard any tones since the alert condition was triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. One patient alert for delivery of n shocks occurred on (B)(6) 2009. One episode with ventricular shock=true occurred only on (B)(6) 2009. The analysis file shows delivery of n shocks audible alert enable=off, and delivery of n shocks silent alert enable=on.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a device programmer interrogation indicated a patient alert for (B)(6) therapies delivered for (B)(6). But the patient claims to not have heard any tones since the alert condition was triggered. The device is still in use. No patient complications have been reported as a result of this event.